Event description:
Diagnostic duett pro was administered to a patient above the bifurcation and below the inguinal ligament. Approximately 30 minutes later, distal pulses were not detected in the affected extremity. The patient was transported by ambulance to the hospital and was taked to surgery for a fasciotomy and thrombectomy. Follow-up information provided states that the patient is doing well, with 2+ posterior tibial pulse and thready and dorsalis pedis pulse. During administration of the duett, it appeared as though normal deployment steps were followed. However, after review of the femoral angiogram, there was evidence of calcification at the arteriotomy site. Calcification at the arteriotomy site does not allow the balloon to be positioned properly against the puncture site prior to procoagulant delivery, which allows the procoagulant to be delivered into the blood vessel. The instructions for use of the duett include the following statement:"perform a limited femoral angiogram via the side arm of the introducer sheath and puncture site assessment prior to deploying the catheter to confirm that: - the arteriotomy is above the common femoral artery bifurcation and below the inguinal ligament - the femoral artery is equal to or greater than 6 mm in diameter - no significant plaque (e.g. Stenosis equal to or greater than 50%) is present in the vicinity of the arterial sheathnote: if any of the above conditions are not met, do not deploy the catheter. Use an alternate method of puncture site closure."

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner that the device caused or contributed to a death or serious injury of any person.